Event description:
It was reported that the cadd legacy pump had 8 ml of fluid left after it had finished running about 3.5 hours earlier than programmed. A calibration issue was suspected. No patient injury or complications were reported in relation to this event.